Event description:
Sales rep reported on behalf of the customer that a revision was performed due to a broken alumina ceramic head. She explained that it was not caused by any trauma. She reported that the surgeon had the intention to remove the pieces of ceramic, the insert and stem (he expected the conus to be damaged) and after that to replace everything.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.